Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee artery. A 2.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in a pinhole form at the middle part upon first inflation at 6atm for 10 seconds. The device was removed from the patient's body without problem with the usual method. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.